Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history record for the reported lot number, m5096t640, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers).

Event description:
It was reported that, "the product continued to apply suction after the suction control valve had been released causing a leak in the ventilator circuit." Additional information was received 08jan2016 stating that this incident involved one patient and one catheter with no adverse effects and no medical intervention required. The catheter was simply exchanged for another catheter. No further information provided.